Event description:
It was reported that a home patient (hp) was attempting to perform a manual drain and was connected to the homechoice during the prime cycle, which is a failure to follow therapy steps. The technical service representative reviewed proper procedures with the hp, explained the manual drain prompt, and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a use error where the patient was connected during the prime cycle. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv, warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity, and provides step-by-step instructions for connecting the transfer set to the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.